Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was performed immediately after the procedure and water was not aspirated through the instrument/suction channel using a suction pump. Manual cleaning was done within 1 hour of the procedure and a pre-soaking was done. The device passed a leak test. 3e-zym detergent was used and the instrument/suction channel was brushed during manual cleaning. The distal end was not flushed with a distal end flushing adapter. Manual disinfection was not done. A medivators automatic endoscope reprocessor (aer) was used to reprocess the scope. Rapicide pa part a was used as the detergent and hospitals sprit 70% was used as the disinfectant. All channels were connected with tubes to the scope when setting up the aer. The concentration and expiration date of the disinfectant and water quality of the rinse water was controlled. The water filter was replaced periodically according to the instruction for use. The scope was dried in the aer and was stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope tested positive for an unexpected contamination during reprocessing. When water samples were taken on the scope, there were problems with bacteria. The customer noted the issue had been occurring for a long time. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction to h10 of the first supplemental report. An additional potential adverse event was found during the device evaluation that was inadvertently left out of the first supplemental report where the peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2). Additionally, the angulation was less or the specified value however, this defect alone is not considered severe enough to cause a potential adverse event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: event 1: positive in culture test IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ event 2: coating at insertion section peeled off IFU (operation manual) warns the following on applying external stress to insertion section, important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns the following on reprocessing not recommended in reprocessing manual. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns the following on storing endoscopes in poor environment. ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation and microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end had defective thread, the bending section cover adhesive was separated, the connecting tube was scratched and had a pocket pouch, and the connector plug unit had damaged housing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.